Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's ipg was inoperable. It was noted that patient ran tonic 24/7 at amplitudes of 8-10ma. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Stimulation restored.